Manufacturer narrative:
This report is regarding the system controller with the described difficulty in connection at the time of the interruption in support. Reference MFR report # 2916596-2016-01794 for the report on the pump exchange due to a suspected internal percutaneous lead issue. Device unique identifier (UDI) #: (B)(6). Approximate age of the device - 6 months (calculated from the ship date). The system controller was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. During a routine clinic visit on (B)(6) 2016 multiple pump stoppage events were observed in the lvad data history. The patient stated that the intermittent pump stoppages occurred when bending over to pet the dog and the issue resolved with changing position. Prior to informing the vad clinicians of the pump stoppages, the patient changed the system controller. The patient expressed difficulties with the system controller exchange that resulted in the lvad being off for approximately five minutes. The patient remained asymptomatic.

Manufacturer narrative:
During the investigation of the returned device, the system controller was connected to multiple test pumps and no difficulty with the connection was found. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer has investigated prior events with the process of changing from a primary system controller to the backup system controller in patients using the pocket system controller. These reports were addressed through the manufacture's corrective/preventative action system and an urgent medical device correction notice (2916596-3/6/14-001-c) dated march 4, 2014, was sent to customers. The manufacturer is closing its file on this event.